Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. The health care professional (hcp) called technical services (ts) and requested a review of the stored data. Upon review, the stored daily impedance measurements showed a gradual increase in the rv shock impedances and measured greater than 125ohms. Ts reviewed findings with the hcp suspecting cause of the high out of range shock impedances to be due to lead calcification, and recommended for a commanded test to be performed to further evaluate the rv lead integrity. At this time, the rv lead remains in service. No adverse patient effects were reported.